Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that it was getting slower and slower when ¿getting it to activate the pump and more difficult¿. The patient stated that they had to continually hold the device against their body to get the number to come up. When asked for the event date, the patient initially stated 6 months or more and then later confirmed the event date was unknown. During the call, the agent walked the patient through how to clear data and then the patient was able to successfully connect to the pump. The patient was going to monitor the issue and call back if the issue persisted. It was noted that the troubleshooting steps that were taken on the call resolved the issue.